Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Traces of moisture were noted at lcd board assembly per visual inspection. Device was received with cracked case at display window corners, reservoir tube and reservoir tube window corners, broken battery tube threads and belt clip slot and minor scratched lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the buttons were not responding. It was stated that the customer was wearing the insulin pump against her skin while she was playing soccer. Blood glucose value was 162 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.